Event description:
Customer reported issues loading cartridges. There was no adverse impact to his blood glucose level reported. He noted issues with the new cartridge design and expressed concern about his insurance not allowing early reorder of supplies. He sought technical support to address the problem.